Manufacturer narrative:
The patient had driveline infection and had positive culture of staphylococcus epidermidis on (B)(6) 2018 which is captured under MFR #2916596-2019-01810. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device, 1 years 8 months. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced driveline drainage which was noticed by home health nurse. Driveline dressing was wet and skin was peeling off. Culture was positive for klebsiella pneumoniae. The patient was resistant only to ampicillin and susceptible to all other antibiotics. The patient denied driveline tenderness, fever, chills, erythema, and induration. At the time, there was no signs of driveline infection and the driveline was unremarkable. The clinical team thought that the positive culture represent colonization since organism was still susceptible to cefadroxil. The patient was told to remain on cefadroxil for chronic suppression of previous s epidermidis bacteremia.